Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The patient's medical history is obesity. The stapler was being used for the second firing. The stapler was able to fire but there was poor staple formation. There were several staples that did not form or looked like they were pulled out by another staple (or unknown object) that was dragged by the knife blade. There was tissue damage as a result of the event. There was excessive bleeding at the staple line but the blood loss did not exceed 500 cc. The damage was not considered permanent. In order to resolve the issue and complete the case, the surgeon had to over sew the staple line. The two staples that were malformed were removed. The patient status is alive, no injury. The patient is recovering normally without incident.